Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, gauge issues occurred. A unknown balloon catheter was attached to an encore 26 inflation device. When the physician inflated the balloon in the target lesion, the gauge of the inflation device did not increase. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the unit components were visually examined for any damage or defect. It was noted that the device was blocked with crystalized saline. The device was placed in warm water to dissolve the crystalized saline before functionally testing. The unit was inflated to 26atms and no issues were noted with the inflation or deflation of the returned unit. Leak testing, gauge accuracy testing, device locking mechanism testing, side load testing, pressure damping testing, and testing for bubble leakage revealed no issues. The returned device showed no evidence of either the alleged issue or any defect which could have contributed to the event. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is not confirmed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, gauge issues occurred. A unknown balloon catheter was attached to an encore 26 inflation device. When the physician inflated the balloon in the target lesion, the gauge of the inflation device did not increase. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.